Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. Staple pushers were visible at the 4 cm cut line indicating the point where the firing had stopped. One back extruded staple was observed embedded in the pushers on the clamping surface of the staple cartridge. The reload was loaded into a pmv representative instrument powered handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was roughly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the adapter and handle device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device did not fire even though the green status indicator light was flashing. Several attempts were made, but the device did not work. A manual handle was opened to complete the procedure. No injury or adverse event was reported.